Manufacturer narrative:
Device is a combination product. (B)(4). Promus premier ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and distal damage was noted. Strut 1 from the distal end of the guide catheter was lifted and pulled in a proximal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified no signs of kinks or damage. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. There were no issues tracking the device over a 0.014¿ guidewire. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29-aug-2017. It was reported that advancing difficulties were encountered. Vascular access was obtained via the right radial artery. The 70-80% stenosed, 12x3.5mm, concentric, de novo, with a >=90 degree bend target lesion was located in the severely tortuous and non-calcified left circumflex (lcx) artery. After a 6f 3.5 non-bsc guide catheter was engaged in the lesion coaxially, a non-bsc guide wire was advanced and crossed the lesion. Pre-dilation was then performed with a 2.5x12 quantum maverick balloon catheter with a residual stenosis of 40%. A 16 x 3.50mm promus premier¿ drug-eluting stent was then advanced but failed to track the lesion. The device was then removed from the patient's body. The physician did pre-dilation again with same quantum maverick balloon catheter and advanced another 16 x 3.50mm promus premier¿ stent. The procedure was then completed. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal stent damage.